Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incorrect measurement could not be conclusively determined.

Event description:
During follow up, the merlin programmer made an incorrect overestimation for the longevity of the device. The patient will continue to be monitored remotely. The patient is doing well.